Event description:
It was reported that the customer insulin pump was exposed to fluid. The customer also had a high blood glucose but hospitalized. The customer's blood glucose level was 438 mg/dl. The troubleshooting was performed. The customer will perform set change and pay special attention to reservoir during filling and priming, monitor blood glucose and call back if recurs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.